Event description:
It was reported that the implantable cardioverter defibrillator used during an implant procedure was noted to have slow capacitor maintenance prior to implantation into the patient. The device was not used. No adverse patient consequences were reported.